Event description:
It was reported that the patient¿s device was acting up since a week prior to report. It was noted that the patient was feeling stimulation intermittently for about a week. It was noted that the patient fell the week prior and the change started around that time. It was noted that the patient reported a loss of therapeutic effect and intermittent stimulation. It was noted that the patient synced the patient programmer with the implantable neurostimulator (ins) and it confirmed that the ins was on and the patient programmer was functioning as it should. Additional information received reported that on (B)(6) 2013 group and electrode impedances were performed. It was noted that all contacts on the quad lead were out of range. It was noted all electrode configurations were tested and no paresthesia. It was noted that the patient lost therapy post-fall. It was further noted ¿assumed fracture or disconnect of lead and extension.¿ it was noted that the patient would be referred to pain interventionalist for spinal cord stimulation (scs) revision. It was noted that the patient had no therapy and no paresthesia. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0322193v, implanted: (B)(6) 2003, product type lead; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).